Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. Resmed was unable to confirm the reported system faults on the returned device. During evaluation, the astral device failed to complete its internal self-test failure. It was determined that the self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.